Event description:
In 2005, a pt incurred a minor injury after being transferred with a golvo 7007es pt lift. According to the facility, the pt was initially transferred to a toilet. After the transfer was completed, the sling hanger bar, which is attached to lift strap, was hung on the parking hook located on the lift mast. After the careigver left the bathroom area the sling hanger bar slid off the mast parking hook, swung forward and bumped into the pt. The staff examined the pt and determined that the pt did not sustain any serious injuries, only a bruise forming near the eye. Five days later, the equipment was inspected by liko's local distributor. The parking hook was inspected and found to be in good condition and properly mounted. The incident could not be replicated and there is no explanation for how the sling hanger bar could come out of the hook on its own. To prevent reocurrence in the future, the d.o.n. And the distributor agreed that the staff needed to be sure the caregiver is trained and able to inspect the sling hanger bar to verify properly attachment.